Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a beep anomaly and a failed battery test alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had a high pitched sound and it alarmed failed battery test after battery has been changed. Customer also reported to have received a motor error alarm. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not to complete the rewind process. Customer was advised to monitor and call back if issue recurs. The insulin pump is not expected to return for analysis.